Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed, finding rtt loss which confirms the allegation. A functional test was performed and passed all relevant tests. The receiver was opened, and an internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.